Event description:
Tips of synthes flexible reamer broke during reaming in patient's right femur. X-ray was performed and confirmed foreign object in right femur. Reamers were correctly loaded in applicator.